Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. Device information is unknown at this time.

Event description:
Device 1 of 4, reference MFR. Report #: 1627487-2018-04118, reference MFR. Report #: 1627487-2018-04119, reference MFR. Report #: 1627487-2018-04120. It was reported the clinical study target patient underwent a drg trial implant and complained of headache and could not stand the day following implant. The patient was hospitalized and a blood patch was done on (B)(6) 2018. The event was resolved, and the patient was discharged on (B)(6) 2018.